Event description:
Dexcom sales representative contacted dexcom technical support on (B)(4) 2013, to report that when she called patient's doctor's office on the same day about an unrelated topic, she was informed that patient had passed away on (B)(6) 2013, due to heart failure. The doctor's office analyzed patient's downloaded cgm data and determined that his cgm was properly calibrated and working well at time of death. Dexcom technical support made multiple attempts to reach patient's doctor's office to request more information and downloaded data for investigation. On (B)(4) 2013, dexcom technical support spoke with a nurse at the office who reported that the patient's cgm data was no longer available due to their office computer malfunctioning. On (B)(4) 2013, dexcom technical support contacted doctor's office again, and was informed that office is no longer in possession of any of the patient's cgm equipment. A follow-up report will be provided should downloaded data or further information become available to dexcom.